Event description:
It was reported that the right ventricular lead had an apparent fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the pacing impedance was steady at about 550 ohms through (B)(6) 2014 and then measurements began to vary. The impedance was low on (B)(6) 2015 and a lead warning occurred.